Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported partial catheter break inside the patient at 6.5 cm. Implanted catheter (B)(6) 2024, reprogrammed new PICC placement. Additional information was received for this event as part of a focus survey. The following additional detail was provided: vein to catheter ratio 33%, inserted to basilic vein, exit site marking 1cm, dressed straight along the patient¿s arm and secured with statlock. Used for oncology treatment. Unknown if any CT scans were completed, no known occlusions. Leak discovered by patient symptoms (pain, swelling); extravasation. Leak internal to patient at 6.5 marking. PICC used for 318 days. Catheter site cleaned with chloraprep (3ml).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 6 cm and 7 cm marks on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.